Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated upon completion of the analysis.

Event description:
Boston scientific received information that one week post implant a perforation with this right ventricular (rv) lead was suspected due to the findings on an echocardiogram. There was also no capture with this lead. A revision procedure was performed and the lead was repositioned. It was reported the lead dislodged again and the helix would not extend. The lead was explanted and successfully replaced with another rv lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was extended and dried blood was noted in the helix housing. After removing the dried body fluid, the helix mechanism was fully functional. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Based upon the clinical observations and the laboratory findings, we believe that body fluid inside the helix housing may have contributed to the irregularity in helix function. Laboratory testing was unable to reproduce the reported clinical observations related to the perforation.